Event description:
During a video segmentectomy procedure, the physician fired the stapler 2 times, without problems. However, in the third firing, the stapler locked, then the physician tried to unlock the stapler but it caused the tear in the right lung. They had converted the procedure of laparoscopy to open surgery. After, the physician took out the stapler of patient, they unlocked the stapler, but the instrument made a sound, the trigger got loose and didn't fire. The case was completed with no patient consequence.